Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: (cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a female patient with a history of chronic heart failure experienced an out-of-hospital cardiac arrest with an estimated prolonged downtime. After arrival at the emergency department, the patient had multiple additional cardiac arrests and recurrent ventricular tachycardia that required repeated defibrillation. She was subsequently placed on venoarterial extracorporeal membrane oxygenation and an impella cp device was inserted for circulatory support. During preparation in the catheterization laboratory, the patient again developed ventricular tachycardia and required further defibrillation. Bedside echocardiography demonstrated appropriate impella positioning, with a small left ventricular cavity showing minimal contractility. While on mechanical support, the patient continued to have frequent episodes of ventricular tachycardia requiring repeated defibrillation. Discussions regarding goals of care were initiated with the family. The patient ultimately expired while supported by the devices. The impella cp pump was reported to have functioned as intended throughout the event, with no device performance issues observed. The patient's deterioration and death were assessed as related to the severity of the initial cardiac arrest, prolonged downtime, and refractory cardiogenic shock rather than the device.